Event description:
It was reported that a postoperative CT scan showed the electrode was not in the cochlea. It was also reported the pt's hearing loss etiology is trauma and that significant ossification was observed. The surgeon did a revision surgery on (B)(6) 2014, but another CT scan showed that the electrode was still not in the cochlea. The pt is due to be explanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.